Event description:
The tubing was used to prime rituximab". It was further confirmed during follow up, that there was no patient involvement associated with this event.

Manufacturer narrative:
Additional information provided: b.3 & b.5. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "alaris pump infusion set tubing had leak right before the male luer connects to patient's IV. This is the second set of tubing with this issue. I kept the tubing and package and it is located in the ctl mailbox at the nurse's station in a biohazard bag. The tubing was used to prime rituximab.